Manufacturer narrative:
The hospital rejected ge healthcare's proposal for service. No further information is available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, when switching to mechanical ventilation, there was a delay in the start of the ventilator. Patient reportedly desaturated. The level of desaturation is unknown. There was no reported patient injury.